Event description:
It was reported to nova biomedical on (B)(6) 2013 that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter during the month of (B)(6) 2013. The consumer continued to alternate food and insulin administration to offset her blood glucose readings. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.